Manufacturer narrative:
The sample was not returned. Information in the file indicated that the lens remains in the eye. A photo was available to view in the file. There appeared to be a long scrape mark travelling through the central optic zone. The damage crosses through a portion of the optic rings. It cannot be confirmed from the photo if the damage was on the optic posterior or anterior surface. An area that may be damage or a glare present in the photo quality was observed between the optic center and the optic edge. A non-qualified viscoelastic was used with the qualified combination. The root cause for the reported complaint may be related to a failure to follow the IFU. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company recommends using the qualified delivery system or any other company qualified combination. Also per the current device IFU: the qualified cartridge/iol combinations have been validated at an ambient temperature of 18 °c using the driving console setting (1.7 mm/sec, 3 seconds, and 3.0 mm/sec for initial velocity, pause and final velocity respectively). Using a higher velocity and shorter pause at lower temperatures, especially with high diopter lenses, could induce damage to iol and/or iol cartridge, affecting successful iol implantation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported following a cataract extraction procedure with an intraocular lens (iol), a scratch was noted after implantation. The surgery was completed without exchange the lens. The patient had not claimed any decrease in the sight ability. Additional information has been requested.